Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Multiple alerts for an infusion set change were triggered and marked as "acknowledged," however no infusion set change operations were logged since 2024-04-01. There were several prolonged periods in the days leading up to the event date where the ilet ran out of insulin and the cartridge was not replaced for hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by the user failing to maintain the device to ensure continuous insulin delivery by not replacing the insulin cartridge when it was empty. Having the device volume set to "low" likely contributed to the severity of the event.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The cds reported the user was hospitalized due to hyperglycemia with a bg level of 466 mg/dl and difficulty breathing. The patient had run out of insulin at home, and it's unclear how long they went without insulin. On 6/6/24 a beta bionics customer care agent followed up with the user's mother about the event. During this event, the patient relied solely on the ilet pump and did not use any backup therapy. The elevated levels persisted for about 24 hours. Ketone testing showed small levels. While hospitalized, the patient received treatment with an insulin drip and long-acting insulin. The user initially visited the ER before being admitted on tuesday ((B)(6) 2024) morning. They were scheduled to be discharged later the same day. Currently, the patient is doing well. The patient is recovering and intends to resume using the ilet pump once discharged.